Event description:
On 30-nov-23, nurse assist received a complaint via phone from (B)(6) of the following event. Description from nurse assist customer service e-mail: customer purchased product from amazon after her husband had surgery in (B)(6) 2023 to get a super pubic catheter. Originally had bacterial infections because he was not cleaning properly or changing the catheter enough and had to go back in for another surgery to get it cleaned out. He has been having multiple problems including uti's. Thinks this is why.

Event description:
On 30-nov-23, nurse assist received a complaint via phone from christina terrien of the following event. Description from nurse assist customer service e-mail: customer purchased product from amazon after her husband had surgery in (B)(6) 2023 to get a super pubic catheter. Originally had bacterial infections because he was not cleaning properly or changing the catheter enough and had to go back in for another surgery to get it cleaned out. He has been having multiple problems including uti's. Thinks this is why.